Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced issues with 4 infusion sets, all of the same type. The tubing was leaking at a specific location. The event dates were 28-feb-2024, 01-mar-2024, 03-mar-2024,10-mar-2024. The infusion set was used for less than 3 hours. The patient's blood glucose level at the time of the issue was noticed was 400 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resuming insulin. No further information available.